Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the superficial femoral artery via an ipsilateral antegrade approach, the tip of the catheter allegedly detached after thirty seconds of activation. It was further reported that the catheter allegedly vibrated weakly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was received and evaluated. Material separation was noted with distal tip still attached to inner core wire. A tear was noted at the distal end of the sheath. The sheath was noted to be peeling over the marker band. Therefore, the investigation is confirmed for the identified material separation, material tear and peeling issues. The investigation is inconclusive for the reported activation problem as no functional testing was performed. The investigation is unconfirmed for the reported tip detachment issue as no detachment was noted. A definitive root cause for the reported detachment, activation problem and the identified material tear, material separation, peeling issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was received and evaluated. Material separation was noted with distal tip still attached to inner core wire. A tear was noted to the catheter. Material fray was noted at the distal end of the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the identified material separation issue as the tip of the catheter was separated. The investigation is also confirmed for the identified material torn and material fray issues as the catheter was noted to be torn and frayed. The investigation is inconclusive for the reported activation problem issue as no functional testing was performed. The investigation is unconfirmed for the reported tip detachment issue as no detachment was noted. A definitive root cause for the reported detachment, activation problem and the identified material torn, material separation, material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the superficial femoral artery via an ipsilateral antegrade approach, the tip of the catheter allegedly detached after thirty seconds of activation. It was further reported that the catheter allegedly vibrated weakly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified . As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the superficial femoral artery via an ipsilateral antegrade approach, the tip of the catheter allegedly detached. It was further reported that the catheter allegedly vibrated weakly. The procedure was completed using another device. There was no reported patient injury.